Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further specified as patient made a mistake. It was unknown if the patient was hospitalized for the event. On the same day as onset, the patient was treated with intraperitoneal vanlid (1 gm stat, and ongoing at the time of this report) and intravenous merocrit (500 gm twice a day, and ongoing at the time of this report). At the time of this report, the patient outcome was unknown. It was not reported if the patient was retrained on aseptic technique. Pd therapy was ongoing. Additional information is not available.